Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple valid incomplete bolus alerts. The customer's blood glucose (bg) level was 277mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support (cts) educated the customer regarding incomplete bolus alerts. During the call, the customer stated that their bg level had decreased to 209mg/dl and declined a follow-up call. Additionally, during troubleshooting it was observed that the date and time were incorrect on the pump due to the customer not changing the time after daylight savings. Cts adjusted these settings with the customer.